Manufacturer narrative:
(B)(6). The device manufacture date between 27feb2019 and 01mar2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a leak was observed from the spike port weld in the front of the bag. The reported condition was verified. The cause of the condition could not be determined.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port. The leak was discovered during filling. There was no patient involvement. No additional information is available.